Event description:
Per pt, she developed a large red blotch that resembled a rash on one breast then it went to the other breast. At this time a splotchy rash has spread all over her body and is extremely itchy. Have been to doctor(s) and none have any idea what it could be. Pt stated that her surgeon did not feel it was the implants.